Event description:
It was reported that during service and evaluation, it was determined that the upper jaw on the EXPRESSEW device was loose. It was noted in the service order that the top jaw was not closing down all the way. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed. Report 2 of 2 for (b)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.H11 Additional Narrative: The product and photo were provided to Depuy Synthes for evaluation.Visual inspection of the returned photo found the upper jaw partially open while the trigger is in the closed position. No other anomaly could be observed.Visual inspection of the returned device found that the upper jaw was loose. No other anomalies were noted.A functional test was unable to be performed due to the post-manufacturing damage.The overall complaint was confirmed as the observed condition of the EXPRESSEW III W/HOOK would have contributed to the complained device issue.¿Based on the investigation findings, the potential cause is traced to the device might have been dropped or was tapped against a hard surface accidentally, as well as rough use could have contributed to the device observed condition. As per the Instructions for Use, inspect the device prior to use to ensure proper mechanical function. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of Depuy Synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.